Manufacturer narrative:
Follow-up #1; date of submission: 09/11/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: evidence of partially discharged batteries being installed in the pump was observed in the black box data. Also, multiple low battery warnings and replace battery alarms were observed in the black box data. The pump powered on with the returned battery cap, which was unable to fully fasten to the pump. Evaluation revealed that the pump drew electrical current within the specifications; the reported event was not duplicated. Unrelated to the reported event, the battery compartment was cracked in the thread area. Also unrelated to the reported event, the threads of the battery cap were damaged. Furthermore, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.